Manufacturer narrative:
The gas delivery engine (gde) was returned to carefusion's failure analysis laboratory. The fa lab was able to duplicate the reported problem. An investigation was performed and identified the root cause of the reported issue to be improper software revision. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported a unit that is alarming "vent inop" while on a patient. According to the customer, the error log was showing: bad autozero pneumatics module ftc ifs voltage fault ifs reference fault. The patient was removed from the ventilator and placed on another ventilator. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Carefusion technical support determined that the probable cause of the reported event is most likely a faulty gas delivery engine (gde). The customer was shipped a replacement gas delivery engine, and issued a return goods authorization (rga) number for the return of the alleged faulty gas delivery engine for evaluation. As of (B)(6) 2015, the alleged faulty turbine assembly has not been received by carefusion. Once received and evaluated, a follow-up medwatch report will be submitted.